Event description:
It was reported there was a problem with the programmer. The pt had pump replacement on (B)(6)2010 and later that evening, pt was getting more spastic. On (B)(6)2010, the physician went in and aspirated 1.5 ml and primed 0.152 ml over 10 hrs. It was noted physician realized this and now wants to prime catheter to ensure drug delivery. At replacement, the catheter was clamped with drug and a back table prime of 0.2 ml was performed. It appeared that a 0.3 ml back table prime should have been performed and that may have explained why 8 hrs later, the pt was more spastic. Per calculations, the amount to be primed was 0.1216 ml. The pt was in the hospital due to pump replacement. The pump contained compounded baclofen with a daily dose of 173mcg a day. No other intervention was needed and pt was doing well. Additional info has been requested; a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4)